Event description:
The customer reported that the system will not boot. No pt injury was reported.

Manufacturer narrative:
The ge service rep booted the system 7 times error free. He monitored the boot cycle, no errors displayed. He performed an overall functional check, system operating as intended.